Event description:
It was reported that the customer had a motor error alarm on her insulin pump during the priming sequence. Her blood glucose was 288mg/dl at the time of reporting. The insulin pump is being returned. No additional information is being reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.